Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. No patient impact or c omplications have been reported as a result of this event.

Manufacturer narrative:
B3: date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further information is obtained. G3 : aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis :evaluation of the device determined that the distal bearings were detached. The likely cause of failure could not be determined. However it was also noted that track ball is stuck on the sleeve and the device is seized, laser markings are faded, both drive shafts are worn, tube is bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.